Manufacturer narrative:
Field service engineer (fse) evaluated a report of the fluoro failing during a case and found the x-ray footswitch needed replaced. The customer's biomed opted to repair footswitch and test the system himself. Fse was unable to complete the hut service checklist qssrwi4.1 and left the system as 'do not use.' On (B)(6) 2013, customer called back saying the replacement footswitch did not fix the problem. Fse returned to site and found the generator selection switch was in the wrong position on the x-ray interface board. Fse flipped switch to the correct position and tested fluoro; the system was now operating properly. Fse verified operation according to service checklist qssrwi4.1 and returned system to customer for service.

Event description:
(B)(6) 2013, customer reports via phone that during a stone removal with stent placement the fluoro failed. The physician was able to finish the case by using the rad imaging spot films. No patient information is known. No reported injury.